Manufacturer narrative:
Device was received with a cracked case (battery tube), and cracked keypad overlay. Device p-cap / reservoir locked properly in place. Device passed the displacement test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had come out. Customer also stated that reservoir does not stay lock in place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.